Event description:
Flexible reamer shaft not usable out of box.

Manufacturer narrative:
Evaluation summary: evaluation revealed the reamer to be primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. Protruded grommets are known from previous complaints. It was possible that a grommet could not be inserted completely into the reamer shaft reception; the protruded part was bulged outwards and a assembling of a bixcut head was not possible. The insertion instrument (grommet inserter/ extractor, catalog# 3212-0-220) and the process were optimized to guarantee that the grommet is completely inserted in its reception. The action is implemented since november 2012. The returned reamer shaft was manufactured prior to the action. No discrepancies were detected during risk analysis review.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Flexible reamer shaft not usable out of box.